Event description:
On (B)(6) 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra mini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the inaccuracy issue started on (B)(6) 2021, in the morning. The reporter noticed that his sister was ¿falling asleep¿ and was ¿semiconscious¿. In response to the symptoms, the patient tested with the subject meter and obtained a reading of ¿81 mg/dl¿. The reporter did not specify how his sister manages her diabetes and did not report whether she made any changes to her usual diabetes management regimen in response to the issue. The reporter stated that he called the ambulance, and the patient went to the hospital where the hcp performed a blood glucose test on an ambulance meter and received a reading of ¿37 mg/dl¿. The patient was treated with IV fluids and a ¿sugar tube¿. The reporter claimed that his sister stayed in the hospital for 7 hours and is now feeling ok. During troubleshooting, the cca established that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. Even though the patient developed symptoms prior to the product issue, this complaint is being reported because the patient developed signs and/or symptoms indicative of a serious injury adverse event and reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.